Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID 97754, serial# (B)(4), product type: recharger. Product ID pnma01411a004, serial# unknown, product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (b)()4) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the replacement desktop charger resolved the pain, and the patient was experiencing 80% relief now. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger; product ID: (B)(4), serial# unknown, product type: recharger; product ID: 37761, serial# (B)(4), product type recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the belt broke, and his desktop charger (dtc) pin was bent, but still charged the recharger. Patient just wanted to let us know it was bent and to see if we wanted to send anything. A replacement belt and dtc would be sent, ac adaptor connector was bent. No further complication and no symptoms were reported. On 2019-april-19 (B)(4) (con): additional information from patient indicated patient accidentally send back his recharger and belt to repair and was asking to be sent back. Patient was sending things to repair in the first place since his connector pin on his desktop charger (dtc) was bent, and patient had been sending back his old dtc and threw other items (belt and recharger) in box accidentally. Patient noted he did not have his recharger and belt available, he wasn¿t able to charge his ins, so ins battery died and depleted to off, his symptoms was returned with ins off, patient was in pain right now. No further complication were reported.